Event description:
A pt supported by a left ventricular assist device (lvad) was returning back to the room after a walk, when the dual drive console (ddc) shut down. The unit was immediately connected to ac power and the ddc immediately resumed functioning. There was no reported effect on the pt. The pt had been on vad support since 2000. The unit was initially examined at the site, and the 6 volt module battery and uniterruptible power supply (ups) battery pack were replaced which corrected the problem. The faulty components will be returned to thoratec for further eval. Any necessary corrective action will be determined upon completion of the failure investigation.